Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user's test strips had a poor storage(kitchen). Note: recall strips. The test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained 238, 212 and 207 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 10/23/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date not set): (B)(6). Customer has not had any changes in diet, exercise, or medications. Customer states she stores her supplies in a kitchen cabinet; instructed customer on proper storage technique.